Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 1.0 inr on the coaguchek xs system while a comparison lab returned as 6.3 inr. Patient was treated with lovenox for 3 days based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.